Event description:
The customer indicated their operator reported a finger injury sustained while clearing a jam on their pe stockyard analyzer. The operator was sent to the emergency room for an x-ray, which confirmed no injury. No medication was prescribed, and no work restrictions were imposed. The operator was not harmed. There was no report of death associated with this event.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the analyzer and resolved the issue by adjusting the offloading shuttle cup sensor. The analyzer returned to normal operation. The fse reported the operator¿s visit to the ER was precautionary, and no injury was found. Based on the available information, there was no evidence of an analyzer malfunction. The injury was due to an operator failing to take caution resulting in an accidental injury. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).